Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer did not treat low bg because bg began to rise. Customer alleged that the pump was not functioning as intended. Tandem technical support performed a t:connect review and was able to determined that the pump was functioning as intended. Customer acknowledged and was going to discuss personal profile adjustments with healthcare provider.